Event description:
A device report from (B)(6) indicated a hospital from (B)(6) reported: a female pt was implanted with a plate on an unk date. Approx five (5) months post operatively the plate broke, exact date unk. It is not known if the plate was removed, further info was requested.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.